Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. This unit is running normally and as designed. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced no oxygen output. Reportedly, the unit would vibrate, then shut off. In turn, the patient went to the emergency room wherein they received oxygen. As a result, the patient has received a replacement.